Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed as a sample was not available. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The caregiver (cg) stated the home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The cg stated all bags were properly spiked and connected and there were no patient extension lines in use. The cg confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the caregiver (cg) to cycle power to clear the alarm. The tsr further advised the cg to disconnect the hp using aseptic technique. The cg stated the peritoneal dialysis nurse (pdrn) had been notified and the hp would complete therapy with a manual exchange. On (B)(4) 2010, product surveillance spoke with the hp's wife who stated this was an isolated incident; she had no further detail regarding the alarm. The wife stated her husband continued therapy without further alarms for a week or so after this event. The wife confirmed no infection resulted from this report. The wife reported that her husband was hospitalized a week or so after this report due to abnormal potassium and creatinine levels. The wife confirmed her husband was discharged from the hospital (B)(6) 2010 and is no longer performing peritoneal dialysis. The wife stated her husband has returned to hemodialysis. No further information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was discarded. Should additional information become available, a follow up MDR will be sent.